Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2018 as a replacement of a previous pacemaker. Reportedly, the ventricular lead impedance increased and was saturated at 3000 ohms. No issue was reported regarding the sensing but absence of pacing was observed. Noise was also observed in both channels on the egms. During re-intervention performed on (B)(6) 2019, the unipolar ventricular lead was disconnected and tested with a pacing system analyzer (psa). No anomaly was detected. As there was blood on the lead and in the port, the physician cleaned the lead and the inside of the connector with water. He reconnected the lead and placed the pacemaker back in the pocket. Impedance measurements were then conducted with a sterile socket and the impedance was abnormal again. The lead was reconnected again after the physician scraped dried blood with a needle at the bottom of the port and on the lead. Once the pacemaker was back in the pocket, the impedance measurement was still abnormal. The physician removed the pacemaker, disconnected the lead and a stream of blood came out of the port. Reportedly, the connector sealing could have been permeable to blood and prevented the pacing system from working properly. By disconnecting the atrial lead, it also seemed that there was blood in the atrial connector. The pacemaker was replaced with another pacemaker and no anomaly was observed. Preliminary analysis revealed that a ventricular lead issue and/or lead-pacemaker connection issue at ventricular level is suspected. In addition, non physiological signals were observed on the atrial channel. They could have resulted from electromagnetic interferences (emi) and/or myopotentials. However, an atrial lead issue and/or a lead-pacemaker connection issue at atrial level could not be excluded.

Event description:
The subject pacemaker was implanted on (B)(6) 2018 as a replacement of a previous pacemaker. Reportedly, the ventricular lead impedance increased and was saturated at 3000 ohms. No issue was reported regarding the sensing but absence of pacing was observed. Noise was also observed in both channels on the egms. During re-intervention performed on (B)(6) 2019, the unipolar ventricular lead was disconnected and tested with a pacing system analyzer (psa). No anomaly was detected. As there was blood on the lead and in the port, the physician cleaned the lead and the inside of the connector with water. He reconnected the lead and placed the pacemaker back in the pocket. Impedance measurements were then conducted with a sterile socket and the impedance was abnormal again. The lead was reconnected again after the physician scraped dried blood with a needle at the bottom of the port and on the lead. Once the pacemaker was back in the pocket, the impedance measurement was still abnormal. The physician removed the pacemaker, disconnected the lead and a stream of blood came out of the port. Reportedly, the connector sealing could have been permeable to blood and prevented the pacing system from working properly. By disconnecting the atrial lead, it also seemed that there was blood in the atrial connector. The pacemaker was replaced with another pacemaker and no anomaly was observed. Preliminary analysis revealed that a ventricular lead issue and/or lead-pacemaker connection issue at ventricular level is suspected. In addition, non physiological signals were observed on the atrial channel. They could have resulted from electromagnetic interferences (emi) and/or myopotentials. However, an atrial lead issue and/or a lead-pacemaker connection issue at atrial level could not be excluded.

Manufacturer narrative:
Based on the preliminary analysis of the returned unit, no issue is suspected on the subject pacemaker. A lead-pacemaker connection issue at atrial level is not suspected based on available data.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted on (B)(6)2018 as a replacement of a previous pacemaker. Reportedly, the ventricular lead impedance increased and was saturated at 3000 ohms. No issue was reported regarding the sensing but absence of pacing was observed. Noise was also observed in both channels on the egms. During re-intervention performed on (B)(6)2019 , the unipolar ventricular lead was disconnected and tested with a pacing system analyzer (psa). No anomaly was detected. As there was blood on the lead and in the port, the physician cleaned the lead and the inside of the connector with water. He reconnected the lead and placed the pacemaker back in the pocket. Impedance measurements were then conducted with a sterile socket and the impedance was abnormal again. The lead was reconnected again after the physician scraped dried blood with a needle at the bottom of the port and on the lead. Once the pacemaker was back in the pocket, the impedance measurement was still abnormal. The physician removed the pacemaker, disconnected the lead and a stream of blood came out of the port. Reportedly, the connector sealing could have been permeable to blood and prevented the pacing system from working properly. By disconnecting the atrial lead, it also seemed that there was blood in the atrial connector. The pacemaker was replaced with another pacemaker and no anomaly was observed. Preliminary analysis revealed that a ventricular lead issue and/or lead-pacemaker connection issue at ventricular level is suspected. In addition, non physiological signals were observed on the atrial channel. They could have resulted from electromagnetic interferences (emi) and/or myopotentials. However, an atrial lead issue and/or a lead-pacemaker connection issue at atrial level could not be excluded.